Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed a battery indication. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010 at 7am. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue and about 2 1/2 hours after breakfast, the patient claimed she felt symptoms of "high blood sugar." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. It is not known what specific symptoms they patient experienced and how long after the alleged issue did the symptoms start. It is also not known if the patient made changes to her diabetes regimen; however, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.